Manufacturer narrative:
The device was received by the manufacturer for repair. The technician was able to determine that the safety bar was dented and gouging into the trigger shaft. Thus, causing the trigger to not fully extend. The trigger shaft was replaced in addition to other components. The device was repaired and clean, lube and adjusted and returned to the customer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a sticky trigger during testing. There were no adverse consequences associated with this event.